Event description:
--

Event description:
Boston scientific received information that this local representative was contacted by the clinic. The clinic received an alert (fault code#1003) from the patient's monitoring system which indicated that the battery was too low for longevity projection. Boston scientific's technical services (ts) discussed the issue and recommended immediate device replacement. Additionally, the clinic was informed that a memory upload could be performed to obtain additional information. A memory upload was received and analysis confirmed that a low voltage fault had occurred on (B)(6) 2012. Power measurements appeared normal and match the expectation from the longevity calculation. This fault indicates an inconsistency between the expected and actual state of discharge. The device is depleting prematurely; the visble battery status indicators on the programmer are no longer accurate. One year of monitoring voltages were reviewed which found that the high current condition appears to be stable. Presently there is sufficient battery capacity to sustain normal device therapies. The fault current would need to increase substantially over the current rate inorder to impact the therapy functions within a 14-day replacment window.subsequently, boston scientific received information that this device was explanted and is enroute for laboratory testing.

Manufacturer narrative:
The device was received at boston scientific and is currently undergoing laboratory testing to determine root cause.

Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. External visual inspection of the device noted no anomalies. After the titanium case was opened, microscopic visual inspection did not reveal any irregularities. The battery was then removed, so that an external power supply could be connected to the device for further analysis. A higher than normal current usage was observed. Electrical testing isolated the high current condition to a compromised low voltage capacitor that is connected to the device's battery. This type of component malfunction can result in a high current drain, which over time can result in premature battery depletion, as was observed in this case.